Event description:
It was reported that the right atrial (ra) lead dislodged. The ra lead was removed. The implantable pulse generator (ipg) was reprogrammed due to the dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.